Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 54 mm diameter abdominal aortic aneurysm. The aortic neck was 10 mm in length and 19 mm in diameter and had calcium in it. It was reported that the stent graft was implanted and it was noted that the expiration date had been exceeded. This was not discovered until the physician had already deployed the device. There was a small proximal type I endoleak present post implant. The physician wanted to place another manufacturer¿s stent; however, there was not one available at the hospital. The physician did not further intervene and determined the endoleak will likely resolve after heparin is discontinued. There were no issues with the stent graft, but the anatomy was very difficult and thus a small leak was present at the end of the procedure. The patient will be monitored. No clinical sequelae were reported and the patient is fine. Review of still angio images at implant revealed that the proximal neck flow lumen diameter measured approximately 17mm just below the renal arteries and 1cm in length. The neck appeared essentially straight in the l-r orientation. The bifurcate was placed up the left side and implanted just below the renal arteries and extended down into the left common iliac artery. The contralateral limb was then placed into the right common iliac artery. The proximal od of the deployed bifurcate measured approximately 18mm; l-r. An angio image post-implant showed possible contrast outside the stent graft. The endoleak type and cause could not be determined from this single still image. No other stent graft issues were observed. The cause of the reported proximal type I endoleak could not be determined from the films provided. It is possible that the short and calcified proximal neck may have contributed.

Manufacturer narrative:
(B)(4). Conclusion: a stent graft with an exceeded expiration date was implanted.